Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: user facility medwatch (B)(4).

Event description:
It was reported the procedure was to treat a lesion in the left posterior tibial artery. The steelcore guide wire was advanced to the target lesion without resistance. However, during the procedure the steelcore guide wire tip separated inside the patient anatomy. All pieces of the guide wire were removed; there was no remaining piece in the patients anatomy. The separation was noted to be at the transition point. There was no medical intervention performed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported separation.